Manufacturer narrative:
Follow up was received 28-aug-2025 and b5 was updated accordingly.

Event description:
Follow up was received 28-aug-2025. It was reported that the time the patient wore the pod was approximately 3 days. The needle mechanism had deployed as expected and the pink slide moved forward. The cannula was visible after removal. It is still unclear what the needle mechanism issue being reported is.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
Prestataire reported verbatim "needle mechanism." No further information was reported.